Event description:
It was reported that a patient underwent a tmj procedure approximately 10 years ago. Subsequently, the patient has been experiencing pain, mouth drooping, migraines, difficulty chewing, and range of motion issues since implantation. No medical intervention has been noted at the time of this report. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Cmp-(B)(4). D10: 50mm lft standard mand cat# 24-6551 lot# 452870a tmj sm lft fossa comp cat# 24-6563 lot# 446720c 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x10mm ht x-drive screw cat# 91-2710 lot#ni; 2.7x12mm ht x-drive screw cat#91-2712 lot#ni; 2.0x7mm fossa x-dr scrw cat#99-6577 lot#ni; 2.0x9mm fossa x-dr scrw cat#99-6579 lot#ni; 2.0x11mm fossa x-dr scrw cat#99-6581 lot#ni; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347 - 2023 - 00319; 0001032347 - 2023 - 00320; 0001032347 - 2023 - 00321; 0001032347 - 2023 - 00322; 0001032347 - 2023 - 00323; 0001032347 - 2023 - 00324; 0001032347 - 2023 - 00325; 0001032347 - 2023 - 00326; 0001032347 - 2023 - 00327; 0001032347 - 2023 - 00328; 0001032347 - 2023 - 00329; 0001032347 - 2023 - 00331.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided for the screws. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.